Manufacturer narrative:
(B)(4).

Event description:
New information indicated the lead exhibited high capture thresholds.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated the lead was repositioned successfully on (B)(6) 2015. The patient tolerated the procedure well and no complications occurred.

Event description:
It was reported that during an in clinic visit, it was noted that the left ventricular lead dislodged. No intervention or patient symptoms were reported. The patient would be monitored.